Event description:
It was reported that balloon froze on wire occurred. The target lesion was located in the left anterior descending artery. A 10mm x 3.5mm wolverine coronary cutting balloon monorail was selected for use. During procedure, outside the patient, it was noted that the device was stuck in the guidewire. The device was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).